Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, fold creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: broken shell with striated edge on posterior side assessed as surgical damage and in the same broken observed smooth edge in the same location of crease assessed as fold flaw opening and smooth edge assessed as smooth opening. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Broken shell with smooth edge assessed as smooth opening. Broken shell with smooth edge in the same location of crease assessed as fold flaw opening. Missing shell that is assessed as inconclusive.